Event description:
A patient reported blood glucose results of "107 mg/dl and 189 mg/dl" with a lifescan meter, performed within 10 minutes of each other. The patient retested the next day and obtained blood glucose results of 171 mg/dl and 190 mg/dl. The calculated difference of these glucose results does not exceed the expected value of <=20% and/or <=20 mg/dl. The meter, test strips, and control solution are being replaced.